Manufacturer narrative:
An event of arrhythmia (left bundle branch block) was reported. Information from the field indicated that the patient did not have a history of arrhythmia. No information was received regarding anatomical factors or implant depth. Based on all available information, a cause for the reported arrhythmia could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(4). It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted in a patient. New left bundle branch block post tavi implant and 13x beats of non-sustained ventricular tachycardia (nsvt). On (B)(6) 2023, the patient had prolonged pr intervals noted on ECG and was administered magnesium intravenously. Patient presented to (B)(6) after provider referred him due to raised trop post tavi on (B)(6) 2023. Symptoms improved during admission, trop downtrending 339-378-264. CT thoracic angio (B)(6) 2023 showed mild acute aortic syndrome, aortic valve insitu. Angiogram (B)(6) 2023 is similar compared to previous, easily accessible ostium. Predominantly mild cad. Patient discharged on (B)(6) 2023. The patient is stable.